Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on information provided, no product malfunction occurred. Information for use: precautions and observations: ensure the patient does not lie or sit on the catheter as this could lead to localised pressure damage and contribute to the development of anal skin breakdown and/or restrict fecal flow. As with the use of any rectal device, the following adverse events could occur: leakage of stool around the device. Rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa. Peri-anal skin breakdown. Temporary loss of anal sphincter muscle tone. Infection. Bowel obstruction. Perforation of the bowel. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on august 16, 2016. (B)(4).

Event description:
Complaint received reporting a patient who "developed anal sphincter erosion without bleeding at the 6 o'clock site." The system was inserted on (B)(6) 2016 and the erosion was discovered eighteen (18) days later on (B)(6) 2016. Reporter stated "the device has not been removed and the area has not been treated." No further information was provided.